Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ f any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.  Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 04329, 0001822565 - 2018 - 04330.

Event description:
It was reported that the provisional was fractured during the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. As per visual inspection, tasp exhibits signs of repeated use (nicked or gouged) the dovetail feature is compressed & is fractured on the lateral side of post. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.